Manufacturer narrative:
It was reported that the device was explanted on (B)(6) 2020 and the patient was re-implanted with a new device during the same surgery. This report is submitted on 12 january 2020.

Manufacturer narrative:
This report is submitted on december 10, 2020.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma. Explant and reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
This report is submitted on 19 april 2021.